Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess) the patient tracker could not be recognized consistently. After initial emitter trouble-shooting brought no resolution, the surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Per registered nurse, patient information was unavailable from the site. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(6) 2013. RMA issued. Replacement field generator shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that when field generator was connected to a test system with the ent application verified a registration probe at .6mm. Verification, tracking, and accuracy with this tool is normal. Medtronic representative was able to track thru the entire phantom head model. The emitter was connected to a test system with the cranial application. Tracking inside the too close-too far parameters is normal. The emitter passed the pegboard test with an error of 1.917mm. Flexing the cable does not indicate any intermittent opens. Fully functional. No fault found. Device did not cause the reported event.